Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving inappropriate therapy. Post-sensed t-wave oversensing was noted on a stored egm. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.